Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another device. The medical affairs specialist (mas) was unable to reach the pt for additional information. The following information was obtained from the customer care advocate (cca) documentation. She indicated that the inaccuracy issue first occurred at 11:30pm two days prior. She obtained a "101 mg/dl" meter reading, which she felt was inaccurate high compared to an unk result obtained on an unk device. The results were obtained greater than 30 minutes apart. She did not make any changes to her diabetes medication dosages as a result of the inaccurate meter reading and continued to take her basal dosage of humalog. The pt claimed that 12 hours after the alleged inaccuracy issue began, she suffered from 2 seizures and was treated with IV glucose from the emergency medical services (ems). She was tested on another device but she was unable to specify the results. No other form of treatment was reported. Details regarding what happened between the alleged inaccuracy issue and seizures were not provided. It would have been helpful to know if she obtained any other meter readings during that time period, if she took any additional insulin, how she was eating, her activity levels, and if she was suffering from any other health condition. Based on the provided information, this complaint is being reported because the pt reportedly had 2 seizures and was treated for hypoglycemia after obtaining alleged inaccurate high meter readings. It is unk if the reported reading did not meet lifescan's criteria (difference of results must be <=30%) since the result from the other device was not specified. Replacement products were sent to the pt.